Event description:
The multiclix lancet device locks up and the button on it cannot be pressed to release the needle. It was reported the lancet gets stuck in the hole where the needle comes out therefore the needle will not retract back into the device. No actions were taken and no treatment was received as a result reportedly. A rquest was made for the return of the suspect devce and replacement product was sent.